Event description:
It was reported on (B)(6) that the tube of the c-arm of a selenia dimension continues to rotate after being centered, also, there was a loose screw rattling inside during rotation. A field engineer examined the device and found that a set screw that secures the compression cage to c-arm was rolling around inside the machine. And hit the buttons of the pc board. The field engineer replaced all the buttons after the rolling bolt was removed tested performance and met all manufacturer specifications. No injury was reported.